Event description:
Per the study, eight months after the index procedure, the patient returned with angina cc 3. An 80% stenosis of the mid left anterior descending artery was noted with a timi flow of three. A cutting balloon was utilized during the pci procedure. The patient recovered after the procedure. The event was deemed highly probable to the device and unrelated to the procedure.

Manufacturer narrative:
This patient with a medical history of hypertension, diabetes (iddm type I) treated with insulin and stable angina: ccs 3 was admitted for the index procedure for a pci (percutaneous coronary intervention) of the mid- (lad) left anterior descending artery with a 75% stenosis and a proximal (rca) right coronary artery with a 70% stenosis. The mid-lad lesion was type c with no calcification or thrombus, and a timi three flow. The lesions were pre-dilated with an unknown 2.5x14mm angioplasty balloon up to 10 atmospheres. A 2.75x13mm bx sonic stent was deployed in the proximal mid-lad at 16 atmospheres and, a 2.756x18mm was also deployed overlapping at 16 atmospheres. The stents were post dilated. The final timi flow was three. The proximal rca was type c lesion, calcified, no thrombus and timi three. The lesion was pre-dilated with an unknown 2.5x14mm angioplasty balloon at 14 atmospheres, follow by the deployment of a 3.5x18 bx sonic stent at 13 atmospheres. No post dilation was conducted and the final timi flow was three. The lesions in the mid cx and 1st om remain untreated. The mid lad lesion length was 26.38mm and the rvd in the mld point was 2.60mm. For the proximal rca the length was 10.73mm and the rvd in the mld point was 3.01mm. The residual in stent stenosis in the mid lad was 9.3% and in segment of 14.1%, and the proximal rca was 7.7% with in segment of 16.1%. No lot numbers were available and no relevant laboratory or test data was available. The post procedure regimen of antiplatelet therapy consistent of asa, clopidogrel, abciximab, nitrates, ca-antagonist, ace-inhibitors, insulin and anti-acid-eutirox. The patient was complaint with medical therapy. Per the dessert study, one month after undergoing a (pci) percutaneous coronary intervention, the patient returned with non-q was mi, chest pain, EKG changes (lbbb) elevated cpk-mb 26.4 (normal <5.0). Three days after this event, the patient underwent a pci procedure for a non-target vessel mid-circumflex lesion. The lesion had an 80% stenosis and timi three flow. The lesion was pre-dilated with an avion 2.75x14mm balloon and an abbott vision 2.75x23mm bare metal stent was deployed in the lesion. The new lesion was not within 5mm from the previous stent implanted in the mid-lad. After the procedure, the medical treatment consisted of asa, clopidogrel, abciximab, nitrates, ca-antagonist, ace-inhibitors, insulin and anti-acid-eutirox. The patient's was asymptomatic and regularly completed the study. The current status is unknown. This female in the study experienced restenosis of 2 bx sonic stents 8 months post implantation. Restenosis is a potential adverse event associated with coronary artery stenting. The study examines restenosis rates of diabetic patients receiving either a cypher or bx sonic stent. Medical history and risk factors that may have increased her risk for mace included hypertension and insulin-dependent diabetes mellitus. The index procedure was done in the setting of stable angina; 3-vessel disease was identified. Two bx sonic stents (2.75/13mm and 2.75/18mm) were implanted in the patient's mid-lad in an overlapping fashion at 16atm. The lesion was described as type c with 26mm lesion length; pre- and post-dilation were performed. Residual stenosis was recorded as 9.3% in-stent and 14.1% in-segment of 14.1%. A third sonic stent was placed in the proximal rca at 13atm. This lesion was also described as type c with lesion length of 10.73mm; pre- and post-dilation was done. Residual stenosis was recorded as 7.7% in-stent and 16.1% in-segment. Timi iii flow was maintained in both vessels. The procedure was then terminated, leaving lesions in the mid-circumflex and obtuse marginal branch untreated. It was not specified if a staged procedure was planned. At 17 days later, the patient was re-admitted with non-q wave mi and underwent pci of the mid-circumflex with a non-cordis bare metal stent a few days later. At 8 months following the index procedure, the patient presented with "effort angina" for follow-up angiography. At 80% restenosis was identified in the previously stented mid-lad; treatment included cutting balloon dilatation. The patient was reported to have "recovered". The products could not be returned; they remained implanted. A review of the manufacturing records could not be done without lot numbers. With the information available, progression of coronary disease and the patient's diabetes may have contributed to the restenosis. Please note that this device is distributed outside the united states; however, it is similar to the united states product. This is the first of two products involved with this adverse event, which is associated with mfg report # 9616099-2006-00448 and 9616099-2007-01538.